Event description:
It was reported that the patient, who was a participant in the (B)(4) study, is deceased and died approximately (B)(6) months after device implant. It was further reported that the patient had a cardiac arrest at home. Electrogram from emergency services noted asystole with spikes and no qrs complex. The patient's family reported the patient's condition was fine before the death. The death has been classified by the principal investigator as sudden cardiac death. No additional circumstances related to the death will be available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found.